Event description:
A caller reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through the process. After completing the pump reset, the error did not reappear, and the caller was able to successfully start a new sensor session.